Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: h6 health effect - impact code, remove f26 add f27. The device was returned to olympus for inspection, and the reported failure for blurry image was not confirmed. Based on the results of the investigation, a probable root cause could not be identified.device returned and not reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: interference patterns in the image the root cause could not be identified. Based on the results of the investigation, after replacing the scope connector (u plug) unit, image becomes normal. The most probable cause of the complaint for interference patterns in the image is traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the gastrointestinal videoscope exhibited blurry. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.